Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-ray were not available. The surgeon indicated the revision was due to infection. Based on the surgeon's description of the cause of the revision, the rio system worked as expected.

Event description:
Revision